Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 491mg/dl. The customer treated with bolus from pump. Customer's blood glucose value was 263 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2018. Customer declined to troubleshoot for high readings as they were not feeling well. The customer did not mention if auto mode was in use. Customer was advised to change the infusion set, reservoir and insulin: it was changed prior to call. And to treat per healthcare professional's recommendation. The product was not returned for analysis.